Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that the revision surgery was performed due to pain. A foreign material which looks like a piece of fem rock impactor and hematoma was removed from the knee. The implant (jnyii bcs) was not replaced. Washed and closed the wound.